Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction; therefore, a companion sample was not requested. An engineering quality review was completed for this report of a patient starting prime before connecting the bags. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted (B)(4) regarding assistance with starting prime before connecting the bags on the homechoice (hc) unit during use. The home patient (hp) stated that she accidently started the prime before connecting the bags. Hp turned the hc off and called to ask if the cassette is still good. The technical service representative (tsr) explained that as long as the hp did not connect herself or touch any of the connections, the cassette should be fine. Hp understood explanation and will continue setup. No injury or medical intervention was reported. Product surveillance received a voicemail from the nurse on (B)(6) 2010. The nurse simply stated that the patient has been performing therapy fine since without further complications and if baxter has any more questions to please call back.